Event description:
Doctor was implanting a life spine plate over four screws in spine locking screw attached to plate. Screw stripped when pulled out, removed shaft and head broke off. Doctor removed shaft and place. No pt injury from explant.